Event description:
Consumer called to report she had been getting very erratic readings with her plink meter. Analysis run on clark error grid using mean average readings (48) as ref point vs. Bd readings (73, 22) yielded data points in the d range of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting prod return to conduct quality investigaion.